Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the navigation system was intermittently tracking instruments. I was reported that adjustment of the emitter restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.